Event description:
Consumer reported upon removal of a tampon, the string separated from the pledget. As she manually removed the pledget from her vaginal cavity, a piece of the pledget remained inside of her. She was able to remove the piece herself. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
Consumer opened two boxes of tampons and did not specify which box the affected tampon came from. The two possible manufacturing lot codes were provided, nn306813a1634 (multipack of regular and super absorbency) and nn333213a0721 (super absorbency). Records for the possible lot codes demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.